Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, this implantable cardioverter defibrillator (ICD) detected a shock impedance of 0 ohms. Technical services (ts) was consulted and confirmed the lead impedance alert was triggered during the procedure. However, they also noted the recent shock impedance value is less than the normal values during the last year, and lead troubleshooting to verify right ventricular (rv) lead performance was recommended. No adverse patient effects were reported. The ICD and rv lead remain in service. The name of the initial reporter has not yet been provided despite good faith efforts thus far. Should this information be received, it will be included in a supplemental report.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, this implantable cardioverter defibrillator (ICD) detected a shock impedance of 0 ohms. Technical services (ts) was consulted and confirmed the lead impedance alert was triggered during the procedure. However, they also noted the recent shock impedance value is less than the normal values during the last year, and lead troubleshooting to verify right ventricular (rv) lead performance was recommended. No adverse patient effects were reported. The ICD and rv lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.